Event description:
It was reported by the customer that the syringe pump had an episode with delay in infusion even when the priming feature was used in the pediatric cardiac intensive care unit. The customer did not send the device to the hospital biomed department. There was no information on patient involvement. Although requested, the customer did not provide any additional details.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.